Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to field: h6-component code to remove 4733-connector/coupler . Correction to field h6-medical device problem code to remove 1354-leak/splash. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited a pinhole on universal cord connector and water tightness was lost and a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.